Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the patient's pump was removed due to an infection. The reporter mentioned that the pump had not been implanted for too long; it was removed possibly a week after it was implanted. It was indicated that the patient was unsure if the catheter was removed along with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.